Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels above 300 mg/dl. The health care provider suspected the infusion set to be the cause of the elevated bg levels. However, it was not confirmed. Upon a follow up it was indicated that the customers bg levels have been stabilized.